Manufacturer narrative:
The report of ¿unable to connect to ipg¿ was confirmed. Per the event details after the patient had a lead revision the device was no longer able to communicate with. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found the device entered the service app state on the day of the lead revision surgery.

Event description:
It was reported that the ipg would not connect during a procedure. The ipg was then explanted and replaced, resolving the issue.

Manufacturer narrative:
The report of ¿unable to connect to ipg¿ was confirmed. Per the event details after the patient had a lead revision the device was no longer able to communicate with. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found the device entered the service app state on the day of the lead revision surgery. In an update posted 16 aug 2024 it was reported warranty department found no defects in workmanship or materials. Quoted no warranty credit due.